Event description:
New information received noted that programming changes were performed to resolve the issue. There were no patient consequences noted.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited under-sensing. No intervention was reported. The patient condition was unknown.